Event description:
During atrial tachycardia (at), a right atrial map was made with a pentaray, but since "tachy was probably of left atrial origin", a procedure in the left atrium should follow. A transseptal puncture was performed, which was very difficult due to anatomical circumstances and a transesophageal echocardiography (tee)-assisted puncture was chosen. After transseptal puncture using agilis and a brk transseptal needle, a thrombus was visible on the septum below the agilis and the procedure was aborted. There was no patient consequence. The thrombus was noted after the transseptal puncture. In addition, the thrombus was noted on the left side of the septum while no (B)(6). (Bwi) catheters were in the left atrium of this procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).